Event description:
It was reported that the valve was implanted for about 6 months. The device appeared to be leaking csf at the valve site and through the incision area. Surgery found the valve split down the side near the siphon device as well as over the valve. The valve was explanted.